Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical generator unit (iesu) was analyzed and found to have error code c-34 while powering on. The reported complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that error c-00 occurred on the integrated erbe electrosurgical generator unit (iesu) after the system powered on. The csr had the site replace the energy cable and power cycle the iesu, but the issue could not be resolved. The csr then suggested to use an external force triad generator to continue with the case. The isi technical support engineer (tse) confirmed with the site that it was not a smart pedal related issue. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site continued and completed the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error c-00 occurred on the integrated erbe electrosurgical generator unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse reviewed the system log and found no related error. However, error m-11 was identified, and the monopolar coagulation function was not working normally. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the iesu for evaluation, but the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.